Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported left atrial appendage clot and patient outcome could not be determined through this evaluation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported ventricular assist device (vad) support was withdrawn. Patient expired on (B)(6) 2020. The patient became unresponsive and was coded per advanced cardiac life support (acls) for approximately 1 hour before efforts were discontinued. It was unknown whether or not the death is device related. The device operated as expected. The patient had a large clot in the left atrial appendage observed on the postoperative echocardiogram (echo). The patient's international normalized ratio (inr) was slightly higher for this concern. The patient was at a community sub-acute rehabilitation facility and was found unresponsive by facility staff. No additional information was provided and the family refused an autopsy. The device will not be returned and will remain implanted. The cause of death was not available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia, left atrial appendage clot, and patient outcome could not be determined through this evaluation. The heartmate 3 lvas IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the cause of death was unrelated to the vad therapy. Cause of death was listed as cardiac arrhythmia.